Manufacturer narrative:
Internal file number - (B)(4). Correction: return status. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The balance middleweight (bmw) guide wire referenced is filed in a separate medwatch report number (B)(4).

Manufacturer narrative:
Internal file number : (B)(4). Correction to return status. Method code 4115 removed. Evaluation summary: the device was returned; however, discarded due to the original report that the xience sierra had failed to advance which required no investigation. Subsequent information received clarified the event involved difficulty to position and difficulty to remove.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional hi-torque device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and heavily calcified lesion in the unspecified coronary artery. A 2.75 x 18 mm xience sierra stent delivery system (sds) was used; however, it met with a lot of resistance with an unspecified balance middleweight (bmw) guide wire during advancement and during removal. Therefore another 2.75 x 18 mm xience sierra sds was used with an unspecified guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.